Event description:
A caller reported an error identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the reset process. The pump was reset, and the customer continued to use the pump for insulin therapy.